Event description:
Pump totally failed on all three lines, alarmed once and shut itself off, closing IV flow. Medications: neosynephrine; diprivan; d5 1/2 n/s w/kcl. "Problem code 38, software failure."